Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the actuator and pinch valve vl26 to resolve the issue.

Event description:
The customer reported obtaining recurring low mean corpuscular hemoglobin concentration (mchc) results on patient samples run in manual mode on the coulter hmx hematology analyzer with autoloader. Patient results have been requested but were not provided by the customer. There was no report of any change or affect to patient treatment in connection with this event.